Event description:
The hcp reported that the pt's pump went into the safe state following a low battery reset (the pump telemetry logs confirmed this). The pt experienced withdrawal, with return of symptoms, as a result, and was hospitalized. The pt's pump was reprogrammed and the pt recovered and was able to leave the hosp.